Manufacturer narrative:
After further review it was determined that the event was only a documented field action and there was no alleged malfunction with the unit. Hence,the complaint is invalid and follow up report is not necessary.

Manufacturer narrative:
Due to character limitation in e1 for initial reporter, the full initial reporter is (B)(6). Due to character limitation in e1 for event site name, the full event site name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by getinge fse that the cardiosave intra-aortic balloon pump (iabp) unit had power management board related issue. No patient harm or injury reported.